Event description:
The following was reported to hamilton medical ag: ventilator device stopped ventilating in the ventilation modes apvsimv (adaptive pressure ventilation with synchronized intermittent mandatory ventilation) and psimv+ ( pressure-controlled synchronized intermittent mandatory ventilation). This occurrence was noticed during patient ventilation. This occurred 3 times. The ventilator device did not alarmed. No device log files were provided to hamilton. There is patient involvement reported. There was need for medical intervention reported. The patient had low 02 saturation and was removed from the ventilator device to be manually bagged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: ventilator device stopped ventilating in the ventilation modes apvsimv (adaptive pressure ventilation with synchronized intermittent mandatory ventilation) and psimv+ (pressure-controlled synchronized intermittent mandatory ventilation). This occurrence was noticed during patient ventilation. This occurred 3 times. The ventilator device did not alarmed. No device log files were provided to hamilton. There is patient involvement reported. There was need for medical intervention reported. The patient had low 02 saturation and was removed from the ventilator device to be manually bagged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.